Manufacturer narrative:
H.6. Investigation: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10

Event description:
It was reported that after use fibrin was found in tubes that lead to false high positive troponin with an unspecified bd lithium/heparin tube. The following information was provided by the initial reporter: fibrin found in green lithium/heparin tube after spin yielding false high positive troponin. Occurred 3 times past year. Additional information provided by customer: all results were from different lot #s at different times during the year. Repeat samples were normal. The customer reached out to siemens, who did a root cause analysis and believed the problem was with the processing of the tube.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use fibrin was found in tubes that lead to false high positive troponin with an unspecified bd lithium/heparin tube. The following information was provided by the initial reporter: fibrin found in green lithium/heparin tube after spin yielding false high positive troponin. Occurred 3 times past year. Additional information provided by customer: all results were from different lot #s at different times during the year. Repeat samples were normal. The customer reached out to siemens, who did a root cause analysis and believed the problem was with the processing of the tube.